Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use, paravalvular leak (pvl) and malposition are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the valve placement was related to device leak during valve inflation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the transfemoral deployment, there was a leakage of inflation contrast at the y-connector. The valve only inflated about 30%. By adding additional fluid with a 60ml perfusor syringe it was managed to deploy the valve to 90%. At the end, the valve was too ventricular causing a pvl. Post dilation with a 28mm balloon and then with a 30mm balloon but still a clear pvl. In order to eliminate the pvl and ensure the valve remains stable in the annulus, it was decided to implant a second valve. This was not successful, however, reduced the pvl to grade 1. The patient is doing well.